Event description:
It was reported that the pump touch screen was cracked and has gotten worse. Reportedly, customer was able to see through the screen and inside of the pump. The reason on how the screen became cracked was unknown. Customer's blood glucose at the time of the event was 400 mg/dl. Customer would continue to use the pump for insulin therapy.